Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.10. One monarch handpiece was returned for evaluation for the report of the injector probe advanced it did not pick up the iol in the cartridge. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger had surface damage, the face has pushed metal (raised) on the side of the plunger and the plunger was bent. A functional thread to barrel engagement check was performed and found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming. When releasing the plunger/knob assembly, the plunger did not contact the ramp and went pass the two inscribed lines. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Three photos show reported lot on the monarch. The functional defect could not be confirmed from the photos provided. The evaluation does confirm the injector plunger has a bent plunger head resulting in a upward plunger position, which could result in the injector probe advanced it did not pick up the iol in the cartridge. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 19 mos. Unrelated to the reported issue of injector did not pick up the lens, the plunger face was found damaged with pushed metal. How an when the plunger face became damaged can not be determined. Most likely root cause of the damage is due to handling the reusable device. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, when injector probe advanced it did not pick up the iol in the cartridge. The injector was taken to sterilization so cannot be returned at this time however the facility will need a replacement injector if deemed faulty. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).